Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not recalled. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se after an unspecified procedure. Reportedly, it did not deploy. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported experience. The device was received in the partially deployed condition. The plunger was partially retracted, the thumb advancer was fully forward, the sheath completely split, and the tube set was in clip deployed alignment. The flex guide assembly, consisting of the nylon tube over the control wire was observed bent and protruding from the handle distal to the thumb advancer at the thumb advancer starting position of a pre-deployed device. The cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.